Event description:
It was reported that a flogard infusion pump presented a low battery alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Functional testing revealed a low battery alarm, confirming the reported condition. The cause of the low battery alarm was determined to be main battery damage. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.